Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 8. E1 patient country: italy.

Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported by the patient that eight infusion set was fell off during use on 26-june-2024. The infusion set was in use for few hours. Patient replaced infusion set and resumed insulin successfully. No further information available.